Manufacturer narrative:
The investigation for the infection has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported infection could not be determined. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2023-04888. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2023-04888 in accordance with updated procedures. H.6 added code 925 as it was inadvertently left off the previously submitted manufacture device report number 1220648-2023-04888. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2023-04888 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported the patient had an infection from their axillary graft. Patient was given antibiotics and was scheduled for device explant. Following removal, the decision was made to allow the infection to clear before further action could be taken for possible left ventricular assist device (lvad) consideration.